Manufacturer narrative:
This report is submitted on august 1, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the magnet site. It is unknown whether or not the patient was treated for the infection, as of the date of this report.